Manufacturer narrative:
The reason for the reported event in may have been due to loosening from over 17 years of use. However, this cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6), 200-02-32 - three peg patella 32mm, (B)(6), 200-04-22 - cemented finned tib. Tra sz 2f/2t, (B)(6), 204-22-13 - ps tibial inserts sz 2, 13mm, (B)(6), 234-03-02 - optetrak asy,ps cemented femoral, sz 2.

Event description:
It was reported that this female patient's knee was experiencing issues. Surgeon said the devices were loose and would prefer to revise to a wedge. No further information available.